Manufacturer narrative:
Missing lot information was requested from the complainant. A follow up report will be submitted should the information become available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in (B)(6) site 9 in the mouth, primary stability was not obtained in type iii bone. Clinician reports insufficient bone quality. Another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Missing lot information was requested from the complainant. A follow upreport will be submitted should the information become availableexemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 9 in the mouth, primary stability was not obtained in type iii bone. Clinician reports insufficient bone quality. Another implant was not placed in the same site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).